Manufacturer narrative:
Reported event: an event regarding wear involving an unknown triathlon patella was reported. The event was confirmed via provided photos. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted patella and insert. Burnishing, scratching, and delamination were evident on areas of the articulating surface. These damage modes are consistent with commonly identified damage modes in uhmwpe inserts. The yellow discoloration observed on the tibial / acetabular insert is consistent with the absorption of synovial fluid by the device. The reported event was confirmed. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided conclusion: it was reported that the patient's right knee was revised due to delamination of the patella component and insert. The knee was converted to a total knee. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted patella and insert. Burnishing, scratching, and delamination were evident on areas of the articulating surface. These damage modes are consistent with commonly identified damage modes in uhmwpe inserts. The yellow discoloration observed on the tibial / acetabular insert is consistent with the absorption of synovial fluid by the device. The reported event was confirmed. The exact cause of the event could not be determined. No further investigation is possible. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: it was reported that the patient's right bicompartmental knee (patellofemoral plus right medial (rm)) was revised due to delamination of the patella component and insert. The knee was converted to a total knee (note: the patella was stryker, the patellofemoral component was a competitor implant). Rep confirmed that no further information will be released by the hospital or surgeon.